Manufacturer narrative:
Updated b5 section.

Event description:
It was reported that the patient presented to emergency department with infection and skin erosion at device pocket. The infection was not associated with any abbott product and/or procedure. The pacemaker, right atrial (ra) lead and right ventricular (rv) lead were explanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2025-12200, related manufacturer reference number: 2017865-2025-12202. It was reported that the patient presented to emergency department with infection and skin erosion at device pocket. The pacemaker, right atrial (ra) lead and right ventricular (rv) lead were explanted. The patient was in stable condition throughout the procedure.